Event description:
The complainant alleged that during biomedical testing of the device, the device would not charge and displayed an "error 46" message. The complainant indicated that there was no pt involvement in the reported malfunction.